Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display and anesthesia control board were replaced. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.